Event description:
It was reported that a patient who underwent an intraurethral injection of bulkamid experienced a persistent sensation of vaginal pressure and heaviness, associated with episodes of urethral bleeding without an identifiable cause, described by the patient as a sensation similar to labor contractions. In the immediate postoperative period, urinary tract infections were ruled out. The patient reported no voiding symptoms, and a cystoscopy was performed, which showed normal findings, with no pathological abnormalities. Despite this, the symptoms persisted without improvement. Subsequently, the patient developed recurrent urinary tract infections, eventually progressing to pyelonephritis. A magnetic resonance imaging (MRI) study was performed, reporting that the intraurethral administration of the substance was within normal limits, with no evidence of complications related to the product or the procedure. Due to the persistence of symptoms, a possible inflammatory reaction was suspected, and the patient was treated with systemic corticosteroids for one week, with minimal clinical improvement. The patient reports experiencing intermittent days of slight improvement, but no resolution of symptoms. According to the treating physician, due to this clinical situation, this event had affected the patient's daily life and required to be on sick leave for approximately one month. Following treatment with corticosteroids and intraurethral adolonta, the patient was able to return to work.

Manufacturer narrative:
Block h11: this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.